Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("product remains") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("swelling"), metrorrhagia ("metrorrhagia"), fatigue ("tiredness"), back pain ("lumbar pain"), migraine ("migraines"), headache ("cephalea"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramps"), night sweats ("night sweats"), unevaluable event ("cosmetic damage"), anxiety ("anxiety"), malaise ("she was always sick") and complication of device removal ("product remains"). The patient was treated with surgery (fallopian tubes were removed). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, device breakage, abdominal distension, metrorrhagia, fatigue, back pain, migraine, headache, vaginal infection, abdominal pain lower, night sweats, unevaluable event, anxiety and malaise outcome was unknown and the complication of device removal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, anxiety, back pain, complication of device removal, device breakage, fatigue, headache, malaise, metrorrhagia, migraine, night sweats, pelvic pain, unevaluable event and vaginal infection with essure (ess205). The reporter commented: loss of profit was reported. The patient referred that she underwent a procedure in which the fallopian tubes were removed; however, she still has product remains. Therefore, she would probably undergo a new procedure and she would lose her uterus. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jun-2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed (B)(6) cases. Device breakage ¿ analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events (she was always sick and product remains); non-drug treatment (removal of fallopian tubes); and action taken with essure (device removal). On (B)(6) 2018: non-significant coding correction. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pelvic pain (similar to childbirth contractions) / severe pain'), device breakage ('product remains') and suicidal ideation ('suicidal thoughts') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: an x-ray was performed on (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), abdominal distension ("swelling"), metrorrhagia ("metrorrhagia"), fatigue ("tiredness / chronic tiredness"), back pain ("lumbar pain"), migraine ("migraines"), headache ("cephalea / headache"), vaginal infection ("vaginal infection / recurrent infections"), abdominal pain lower ("cramps"), night sweats ("night sweats"), unevaluable event ("cosmetic damage"), anxiety ("anxiety"), malaise ("she was always sick"), complication of device removal ("product remains"), menorrhagia ("abundant menstrual bleeding"), dysgeusia ("metallic taste in mouth"), neurological symptom ("neurological symptoms"), mood altered ("mood changes"), libido disorder ("libido involvement") and menstrual disorder ("abundant menstrual bleeding with bad odor"). The patient was treated with analgesics and surgery (fallopian tubes were removed). At the time of the report, the pelvic pain, device breakage, suicidal ideation, abdominal distension, metrorrhagia, fatigue, back pain, migraine, headache, vaginal infection, abdominal pain lower, night sweats, unevaluable event, anxiety, malaise, abdominal pain, menorrhagia, dysgeusia, neurological symptom, mood altered, libido disorder and menstrual disorder outcome was unknown and the complication of device removal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, anxiety, back pain, complication of device removal, device breakage, fatigue, headache, malaise, metrorrhagia, migraine, night sweats, pelvic pain, unevaluable event and vaginal infection with essure. The reporter considered abdominal pain, dysgeusia, libido disorder, menorrhagia, menstrual disorder, mood altered, neurological symptom and suicidal ideation to be related to essure. The reporter commented: loss of profit was reported. The patient referred that she underwent a procedure in which the fallopian tubes were removed; however, she still has product remains. Therefore, she would probably undergo a new procedure and she would lose her uterus. At the time of follow-up information, no study to confirm the correct product insertion was performed. On (B)(6) 2018, a salpingectomy was performed to remove the product. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-19 for the following meddra preferred terms: pelvic pain analysis in the global safety database revealed 18032 cases. Device breakage analysis in the global safety database revealed 4032 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 20-nov-2019: reporter¿s information was updated and a new reporter was added. Essure model, insertion and removal dates were updated, and analgesic was added as treatment medication. Furthermore, the events abdominal pain, menorrhagia, dysgeusia, neurological symptom, mood altered, libido disorder and suicidal ideation were added. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pelvic pain (similar to childbirth contractions) / severe pain'), device breakage ('product remains') and suicidal ideation ('suicidal thoughts') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal distension ("swelling"), back pain ("lumbar pain"), metrorrhagia ("metrorrhagia"), menorrhagia ("abundant menstrual bleeding"), menstrual disorder ("abundant menstrual bleeding with bad odor"), vaginal infection ("vaginal infection / recurrent infections"), migraine ("migraines"), headache ("cephalea / headache"), fatigue ("tiredness / chronic tiredness"), anxiety ("anxiety"), malaise ("she was always sick"), mood altered ("mood changes"), libido disorder ("libido involvement"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), neurological symptom ("neurological symptoms"), deformity ("cosmetic damage") and complication of device removal ("product remains"). The patient was treated with analgesics and surgery (fallopian tubes were removed and hysterectomy planned for removal of essure remains). Essure was removed. At the time of the report, the pelvic pain, device breakage, suicidal ideation, abdominal pain lower, abdominal pain, abdominal distension, back pain, metrorrhagia, menorrhagia, menstrual disorder, vaginal infection, migraine, headache, fatigue, anxiety, malaise, mood altered, libido disorder, night sweats, dysgeusia, neurological symptom and deformity outcome was unknown and the complication of device removal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, anxiety, back pain, complication of device removal, deformity, device breakage, fatigue, headache, malaise, metrorrhagia, migraine, night sweats, pelvic pain and vaginal infection with essure. The reporter considered abdominal pain, dysgeusia, libido disorder, menorrhagia, menstrual disorder, mood altered, neurological symptom and suicidal ideation to be related to essure. The reporter commented: on (B)(6) 2018, a salpingectomy was performed to remove the product. Loss of profit was reported. The patient referred that she underwent a procedure in which the fallopian tubes were removed; however, she still has product remains. Therefore, she would probably undergo a new procedure and she would lose her uterus. At the time of follow-up information, no study to confirm the correct product insertion was performed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6)2017: no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pelvic pain (similar to childbirth contractions) / severe pain'), device breakage ('product remains') and suicidal ideation ('suicidal thoughts') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal distension ("swelling"), back pain ("lumbar pain"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("abundant menstrual bleeding"), menstrual disorder ("abundant menstrual bleeding with bad odor"), vaginal infection ("vaginal infection / recurrent infections"), migraine ("migraines"), headache ("cephalea / headache"), fatigue ("tiredness / chronic tiredness"), anxiety ("anxiety"), malaise ("she was always sick"), mood altered ("mood changes"), libido disorder ("libido involvement"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), neurological symptom ("neurological symptoms"), deformity ("cosmetic damage"), complication of device removal ("product remains"), metal poisoning ("that piece of metal that was poisoning her"), arthralgia ("chronic joint pain"), osteoarthritis ("arthrosis") and mental disorder ("psychiatric problem"). The patient was treated with analgesics and surgery (fallopian tubes were removed via laparotomy and hysterectomy planned for removal of essure remains). Essure was removed. At the time of the report, the pelvic pain, device breakage, suicidal ideation, abdominal pain lower, abdominal pain, abdominal distension, back pain, intermenstrual bleeding, heavy menstrual bleeding, menstrual disorder, vaginal infection, migraine, headache, fatigue, anxiety, malaise, mood altered, libido disorder, night sweats, dysgeusia, neurological symptom, deformity, arthralgia, osteoarthritis and mental disorder outcome was unknown and the complication of device removal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, complication of device removal, deformity, device breakage, fatigue, headache, intermenstrual bleeding, malaise, mental disorder, metal poisoning, migraine, night sweats, osteoarthritis, pelvic pain and vaginal infection with essure. The reporter considered abdominal pain, dysgeusia, heavy menstrual bleeding, libido disorder, menstrual disorder, mood altered, neurological symptom and suicidal ideation to be related to essure. The reporter commented: she did not know it, she was allergic to nickel. On (B)(6) 2018, a salpingectomy was performed to remove the product. Loss of profit was reported. The patient referred that she underwent a procedure in which the fallopian tubes were removed; however, she still has product remains. Therefore, she would probably undergo a new procedure and she would lose her uterus. At the time of follow-up information, no study to confirm the correct product insertion was performed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2021: the follow information were included medical history, joint pain, arthrosis, psychiatric disorder nos. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pelvic pain (similar to childbirth contractions) / severe pain'), device breakage ('product remains') and suicidal ideation ('suicidal thoughts') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal distension ("swelling"), back pain ("lumbar pain"), metrorrhagia ("metrorrhagia"), menorrhagia ("abundant menstrual bleeding"), menstrual disorder ("abundant menstrual bleeding with bad odor"), vaginal infection ("vaginal infection / recurrent infections"), migraine ("migraines"), headache ("cephalea / headache"), fatigue ("tiredness / chronic tiredness"), anxiety ("anxiety"), malaise ("she was always sick"), mood altered ("mood changes"), libido disorder ("libido involvement"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), neurological symptom ("neurological symptoms"), deformity ("cosmetic damage") and complication of device removal ("product remains"). The patient was treated with analgesics and surgery (fallopian tubes were removed and hysterectomy planned for removal of essure remains). Essure was removed. At the time of the report, the pelvic pain, device breakage, suicidal ideation, abdominal pain lower, abdominal pain, abdominal distension, back pain, metrorrhagia, menorrhagia, menstrual disorder, vaginal infection, migraine, headache, fatigue, anxiety, malaise, mood altered, libido disorder, night sweats, dysgeusia, neurological symptom and deformity outcome was unknown and the complication of device removal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, anxiety, back pain, complication of device removal, deformity, device breakage, fatigue, headache, malaise, metrorrhagia, migraine, night sweats, pelvic pain and vaginal infection with essure. The reporter considered abdominal pain, dysgeusia, libido disorder, menorrhagia, menstrual disorder, mood altered, neurological symptom and suicidal ideation to be related to essure. The reporter commented: loss of profit was reported. The patient referred that she underwent a procedure in which the fallopian tubes were removed; however, she still has product remains. Therefore, she would probably undergo a new procedure and she would lose her uterus. At the time of follow-up information, no study to confirm the correct product insertion was performed. On (B)(6) 2018, a salpingectomy was performed to remove the product. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: no results provided. Most recent follow-up information incorporated above includes: on 26-feb-2020: reporter name updated. Device codes updated. Lab tests section updated. After additional internal review event "cosmetic damage" was updated to llt disfigurement. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pelvic pain (similar to childbirth contractions) / severe pain'), device breakage ('product remains') and suicidal ideation ('suicidal thoughts') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal distension ("swelling"), back pain ("lumbar pain"), metrorrhagia ("metrorrhagia"), menorrhagia ("abundant menstrual bleeding"), menstrual disorder ("abundant menstrual bleeding with bad odor"), vaginal infection ("vaginal infection / recurrent infections"), migraine ("migraines"), headache ("cephalea / headache"), fatigue ("tiredness / chronic tiredness"), anxiety ("anxiety"), malaise ("she was always sick"), mood altered ("mood changes"), libido disorder ("libido involvement"), night sweats ("night sweats"), dysgeusia ("metallic taste in mouth"), neurological symptom ("neurological symptoms"), deformity ("cosmetic damage") and complication of device removal ("product remains"). The patient was treated with analgesics and surgery (fallopian tubes were removed and hysterectomy planned for removal of essure remains). Essure was removed (partial). At the time of the report, the pelvic pain, device breakage, suicidal ideation, abdominal pain lower, abdominal pain, abdominal distension, back pain, metrorrhagia, menorrhagia, menstrual disorder, vaginal infection, migraine, headache, fatigue, anxiety, malaise, mood altered, libido disorder, night sweats, dysgeusia, neurological symptom and deformity outcome was unknown and the complication of device removal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, anxiety, back pain, complication of device removal, deformity, device breakage, fatigue, headache, malaise, metrorrhagia, migraine, night sweats, pelvic pain and vaginal infection with essure. The reporter considered abdominal pain, dysgeusia, libido disorder, menorrhagia, menstrual disorder, mood altered, neurological symptom and suicidal ideation to be related to essure. The reporter commented: on (B)(6) 2018, a salpingectomy was performed to remove the product. Loss of profit was reported. The patient referred that she underwent a procedure in which the fallopian tubes were removed; however, she still has product remains. Therefore, she would probably undergo a new procedure and she would lose her uterus. At the time of follow-up information, no study to confirm the correct product insertion was performed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2017: no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.